Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) died in a car accident. The patient's fiancee suspected the patient died before the accident occurred and wanted to have the device interrogated to see if the patient had received a shock. The device was explanted and was with the medical examiner. Technical services referred the caller to the patient's device clinic. At this time, there are no allegations against the device. Additional information was received indicating that the device was not able to be interrogated and premature battery depletion was suspected. The device was returned and is undergoing laboratory analysis. Upon receipt, the device was able to be interrogated and it was confirmed that the device had not reached end of life (eol) battery status while it was implanted, indicating that therapy remained available prior to explant. Device data was submitted to technical services to review stored episodes. Technical services reviewed the episodes stored on the reported date of death. The first episode showed a significant amount of noise that lasted for at least 30 seconds. The qrs complexes were noted through the noise with a rate between 140-150 bpm. At the onset, the qrs complexes appeared to be narrow, but as it progressed, the qrs becomes wider and smaller with elevated s-t segments. T-wave oversensing was observed due to the wide complexes and a clinically inappropriate shock was delivered for a rate under the programmed therapy zones (210/240 bpm). The shock slowed the rate but did not convert the rhythm. Subsequent episodes showed a continuation of the rhythm with wide qrs complexes that were below the rate cut off; due to t-wave oversensing, therapy was delivered but the arrhythmia never converts to normal sinus rhythm. Treated episode 007 begins with the same rhythm. When the first shock was delivered, it appeared to accelerate the rhythm to ventricular fibrillation (vf). The next four shocks were delivered but were unsuccessful in converting the rhythm. Therapy was exhausted and the rhythm continued. Treated episode 008 was the last episode on the date of death, and showed a very fine vf that almost appeared as a flat line. The small amplitude actually leads to t-wave oversensing and a final shock was delivered. The shock appeared to convert the rhythm and a few post shock pacing beats were delivered until the oversensing from the small amplitudes caused the post shock pacing to stop. The device exhibited oversensing, and was ultimately unsuccessful in converting the rhythms and most likely induced vf that could not be converted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) died in a car accident. The patient's fiance suspected the patient died before the accident occurred and wanted to have the device interrogated to see if the patient had received a shock. The device was explanted and was with the medical examiner. Technical services referred the caller to the patient's device clinic. At this time, there are no allegations against the device. Additional information was received indicating that the device was not able to be interrogated and premature battery depletion was suspected. The device was returned and is undergoing laboratory analysis. Upon receipt, the device was able to be interrogated and it was confirmed that the device had not reached end of life (eol) battery status while it was implanted, indicating that therapy remained available prior to explant. Device data was submitted to technical services to review stored episodes. Technical services reviewed the episodes stored on the reported date of death. The first episode showed a significant amount of noise that lasted for at least 30 seconds. The qrs complexes were noted through the noise with a rate between 140-150 bpm. At the onset, the qrs complexes appeared to be narrow, but as it progressed, the qrs becomes wider and smaller with elevated s-t segments. T-wave oversensing was observed due to the wide complexes and a clinically inappropriate shock was delivered for a rate under the programmed therapy zones (210/240 bpm). The shock slowed the rate but did not convert the rhythm. Subsequent episodes showed a continuation of the rhythm with wide qrs complexes that were below the rate cut off; due to t-wave oversensing, therapy was delivered but the arrhythmia never converts to normal sinus rhythm. Treated episode 007 begins with the same rhythm. When the first shock was delivered, it appeared to induce ventricular fibrillation (vf). The next four shocks were delivered but were unsuccessful in converting the rhythm. Therapy was exhausted and the rhythm continued. Treated episode 008 was the last episode on the date of death, and showed a very fine vf that almost appeared as a flat line. The small amplitude actually leads to t-wave oversensing and a final shock was delivered. The shock appeared to convert the rhythm and a few post shock pacing beats were delivered until the oversensing from the small amplitudes caused the post shock pacing to stop.